Event description:
It was reported that upon the last firing at the ge junction, the health professional noticed that the stapler pushed the tissue with no visibility of staples nor staple line was present. So after releasing the stapler the reload was actually misfired and none of the staples were present.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2023 d4: batch # unk b3: date of event is 2023, event day and month unknown. Captured as 1/1/23 additional information was requested, and the following was obtained: 1- the device didn¿t cut, since the tissues were pushed during firing (dragging) 2- no, the device didn¿t lock, as locking only happens when there is no reloads on the stapler or the reload is previously used. In our case, it was a new reload so there was no lockout for the device, only the staples didn¿t form on the tissues and tissues were pushed as mentioned before. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.